Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the igniter did not operate normally due to the failure of the power supply unit, the main lamp did not turn on, and the emergency light turned on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Additional information in reference to a1, d5, d8, d9, g2, and h6 (health effect - impact code). Corrections related to h6 (investigation findings and investigation conclusions).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that due to the failure of the power unit, the reported phenomenon was duplicated, also the error 103 which indicated that the subject device was broken down was occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, when the subject device was turned on the examination lamp was not lit up and the emergency lamp was lit up. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.